Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the fill tubing step of the manual prime process. The customer's blood glucose was 225 mg/dl. The customer stated that the issue began a few weeks prior to the call and had reverted to his back-up plan since. He called back when he had the insulin pump available for troubleshooting. He stated that he had already retrieved a new reservoir, filled it, and connected it to a new infusion set. He discarded the supplies that had triggered the no delivery alarm. He was advised to replace the plunger and manually push the plunger, and he verified that insulin did exit the tubing. He was advised to rewind the insulin pump, reinsert the reservoir, and run a manual prime; the customer stated that the device did not alarm no delivery. He was advised that the device was working as designed. He stated that he was able to finish the complete set change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.